Event description:
During a laparoscopic procedure, a patient was found to have a burn on the abdomen near the umbilicus. The laparoscope had been resting on the bare skin. It was removed from the patient and re-inserted, but a second heat build up situation was not duplicated. The burn required only minor treatment with an antiseptic cream. The device was returned to service.